Event description:
Litigation papers allege the following: in approximately (B)(6) 2008, patient began experiencing symptoms, including but not limited to, elevated blood metal levels, discomfort, squeaking, pain, and soreness, which in turn negatively affected his ability to walk, move, and sleep. Patient's orthopedic surgeon investigated his symptoms and in approximately (B)(6) 2010 concluded that the problems were stemming from the asr hip, but that the patient was not a candidate for revision surgery. Update: (B)(6) 2011 - the sales rep has reported the revision surgery. Patient was revised due to pain.

Event description:
Litigation papers allege the following: in approximately (B)(6) 2008, patient began experiencing symptoms, including but not limited to, elevated blood metal levels, discomfort, squeaking, pain, and soreness, which in turn negatively affected his ability to walk, move, and sleep. Patients orthopedic surgeon investigated his symptoms and in approximately (B)(6) 2010 concluded that the problems were stemming from the asr hip, but that the patient was not a candidate for revision surgery.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2011- plaintiff¿s preliminary disclosure form was received, which identified dob. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.